Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron wash concentrate bottle was leaking. No injury was reported.

Manufacturer narrative:
A replacement reagent was sent to the customer.